Event description:
Device detached from delivery cable during retrieval after unstable occluder position due to a thin membranous inferior rim. One former retrieval and reposition maneuver had been uneventful. The occluder embolized into the right ventricle and was removed surgically without complication.